Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was not possible to perform a thorough analysis on the product because it was not returned to abbott vascular for investigation and a definitive cause for the report stent dislodgement cannot be determined. Potential factors that can contribute to stent dislodgement within the body include, but are not limited to, improper or inadequate crimping at the time of manufacture, positive pressure during product preparation, negative pressure during sheath removal, forced sheath removal, handling of the stent during product preparation, an interaction with the patient anatomy, or from an interaction with a previously implanted stent and/or accessory devices. Since there was no report of any damage observed to the sds or stent implant prior to the procedure, this may suggest that a product deficiency did not contribute to the difficulties experienced. Additionally, the left main was 70% stenosed and may have contributed to the stent dislodgement. Although it cannot be confirmed, it is possible that the stent graft interacted with the lesion and/or the previously implanted stent during attempted advancement such that upon removal, the stent became disrupted on the balloon and dislodged. To ensure this type of occurrence is not a result of a potential manufacturing deficiency, all stent delivery systems are 100% visually inspected for catheter damage, stent damage and proper stent placement. A sampling of units is also destructively tested to verify product quality, including stent dislodgement force as well as proper guide wire and guiding catheter movement. A review of the finished product device history revealed no nonconforming material records associated with this lot and all lot release testing met manufacturing criteria. Furthermore, a query of the complaint handling database did not reveal any other incidents reported for stent dislodgement/dislocation from this lot, suggesting that there are no lot specific product quality deficiencies.

Manufacturer narrative:
(B)(4). Results (B)(4) removed. Conclusion (B)(4) removed. Evaluation summary: the analysis of the stent delivery system (sds) confirmed that the stent implant was dislodged from the balloon. However, there were bent struts noted on one end of the stent implant. Since there was no report of any damage observed to the sds or stent implant prior to the procedure, this suggests that the damage to the stent likely occurred during or after the procedure. It is possible that the stent graft interacted with the lesion and/or the previously implanted stent during attempted advancement, such that the stent struts became damaged/bent as a result. This interaction then likely caused the stent to become disrupted on the balloon, thereby contributing to the reported dislodgement upon removal.

Event description:
It was reported that the physician first treated the unprotected left main coronary artery with a 4.0 x 8 mm xience v rx stent because the left main was so tight. This was done without incident. Then, a 3.0 x 16 mm jostent graftmaster was inserted to treat an aneurysm in the distal left circumflex artery. There was difficulty advancing the graftmaster through the newly deployed 4.0 x 8 mm xience v stent, so the physician pulled back on the device and the graftmaster stent dislodged from the delivery system balloon in the left main artery. There were two 180 cm length balance middle-weight universal (bmw) guide wires in the patient. The physician wanted to pull the bmw guide wire out that was not in the graftmaster. He pulled the wrong guide wire, so the dislodged stent had no guide wire in it. Attempts were made to rewire the dislodged graftmaster twice using one whisper ms guide wire without success. He then inserted a micro-snare device and successfully snared the dislodged graftmaster stent into the guiding catheter. The snared stent and the guide cath were then removed from the patient as a single unit. The physician then went back in with a diagnostic jl4 and took angiographic pictures. He made sure there were no perforations or other issues that would have required further treatment. The patients timi iii flow was maintained into the left main with good angiographic result and the procedure was concluded. The aneurysm will be managed medically. The patients hospital stay remained uneventful with no significant chest discomfort or dysrhythmias. The patient was discharged home the day after the procedure. There were no adverse patient effects reported. There was no additional information provided.